Event description:
Report received of an IV pump delivering at a rate different than it was set to infuse at. The pump was set to deliver lactated ringers at 75ml/hour. The pt was up ambulating in the hall for an unspecified amount of time with the pump on battery power. When the pt returned to their room, the pump was plugged back into ac power. It was noted at this time that the rate of infusion of IV pump was at 310ml/hour. The customer could not recall if there were any pump alarms. It was unknown how long the pump was infusing at the rate of 310ml/hour. The pt was reported to be in "fluid overload" and required an unspecified dose of lasix to treat the reported fluid overload. The pt was on an unspecified mode of oxygen therapy, which was continued. The IV was resumed on a replacement pump at 50ml/hour. No other interventions were required. The pump was not identified by serial number and was not isolated; therefore, the pump will not be returned for testing.